Event description:
It was reported that stent deployment was performed for a moderately tortuous, moderately calcified, and moderately flexuous 90-99% stenosed lesion in the left anterior descending artery (lad). An asahi caravel mc microcatehter was used with an asahi hyperion 7f guiding catheter as well as an asahi gaia next 2 guide wire for wiring to approach the target lesion. A xience drug-eluting stent (abbott) was deployed to segment #6 of the lad, but the stent inadvertently covered the septal channel. When the caravel mc microcatheter was delivered with rotation into the septal branch, the distal segment of the microcatheter was caught by the stent and detached. The catheter tip fragment was likely left in the septal branch. It was informed that the procedure was successfully completed and that there were no adverse patient effects caused by the event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. This case is being reported because the subject caravel mc microcatheter (model# crv150-19m) is being distributed as the caravel micarocatheter (model# crv150-19p) in the us. Brand name (d1) is, therefore, caravel mc as indicated on the product package label; accordingly, the product name in this report is referred to as caravel mc microcatheter. The reported caravel mc microcatheter was returned for investigation. The returned caravel mc microcatheter was found with its distal tip polymer segment torn off. Microscopic observation of the distal tip found circumferential cracks on the tip fracture end, indicating that the tip polymer was stretched. The remaining tip length indicated that the tip segment of the caravel mc microcatheter torn off at approximately 2mm from its tip end, where the braided and polymer-coated segment ends and the polymer-only segment begins. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tension exceeding the product design limit might have been applied to the subject caravel mc microcatheter while its distal segment was temporally caught by the deployed stent. Consequently, the tip polymer was stretched and torn off. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [indications for use] this microcatheter is intended to provide support to facilitate the placement of guide wires in the coronary and peripheral vasculatures, and can be used to exchange one guide wire for another. This microcatheter is also intended to assist in the delivery of contrast media into the coronary and peripheral vasculatures. [Warnings] ~ do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) ~ do not insert or withdraw this microcatheter into or through stent struts. [Malfunction and adverse effects] ~ separation.